Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the shaft leaked. The 90% stenosed lesion being treated was located in the moderately tortuous shunt vein. The physician inflated a 5.0 x 40mm x 40cm sterling balloon catheter to 8atms and leakage of contrast was noted at the tip of the device. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. Returned product analysis revealed a pinhole.